Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal end of the force bipolar instrument became unhinged from itself. The instrument would not close, and it was difficult to get out of the patient's abdomen. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the grip routing. This caused the conductor wire to be damaged and sticking out from its original position. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument delivered energy with no signs of arcing on 3 of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.